Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter: fluids come gushing out. Unfortunately, the only information I have is what is noted on the document I sent. I can tell you there we no injuries reported for any of these defective returns.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. The report of a leak could not be confirmed from the representative 22ga insyte autoguard units that were received in sealed unit packaging from lot number 4127709. A sampling of 20 units were randomly selected for testing. A functional test revealed no leaks in the returned samples. The product IFU indicates the use of a tourniquet and venous compression beyond the catheter tip after tourniquet is released. The implicated product does not contain the blood control technology. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.